Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a cystoscopy, percutaneous suprapubic cystectomy and vaginal sling (done in conjunction with a vaginal hysterectomy and anterior repair). She had revision surgery 7 years and 3 months post-operative. At this time the patient underwent a robotic-assisted laparoscopic abdominal sacrocolpopexy and cystoscopy due to vaginal vault prolapse post hysterectomy, and loss of pubocervical and rectovaginal fascia. The patient experienced multiple surgical revisions, and pain. In between surgeries the patient had frequent urinary tract infections, incomplete bladder emptying, dysuria, bulge and pressure. ***medical history: anemia, depression, asthma, (B)(6). Past surgeries: inguinal right and left hernia repair (1975), rectal prolapse repair (1995). Allergies: codeine sulfate, adhesive tape-silicones, amoxicillin, ibuprofen, soy, glycerin, hydrocodone bitartrate, cosmetic quatemium 15. Family history: high blood pressure, osteoporosis (mother), heart disease, high blood pressure (father), (B)(6).